Event description:
It was reported that when using the bd pyxis¿ medstation¿ es after the printer was replaced, labels continued to print incorrectly; the issue was resolved for two days post replacement but then recurred due to misconfiguration. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-aug-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a printer failure. A field service engineer identified a possible faulty condition with the installed printer, cleared the print queue, reviewed and reset the printer configuration remotely, and verified proper operation after completion. The system functioned as intended after the field service engineer repaired the device.